Event description:
The event was reported via the icad study in china. The 73-year-old male patient with a medical history of cerebral infarction, hypertension (irregular medication), type 2 diabetes, coronary artery atherosclerosis heart disease was admitted to the hospital on (B)(6) 2023 due to "cerebral infarction (large artery atherosclerosis in left cerebral hemisphere). The patient signed the informed consent form of "intracranial stent implantation in patients with severe symptomatic atherosclerotic intracranial artery stenosis (cerenovus enterprise 2 intracranial stent): a multicenter, prospective, single-arm target value study in china" on (B)(6) 2023 and was assigned the subject number (B)(4). On (B)(6) 2023, intraoperative angiography showed severe stenosis at the upper clinoid process of internal carotid artery, the length of stenosis of diseased vessel was 11.6 mm, the diameter of the narrowest lesion was 0.3 mm, the normal diameter at the proximal end of stenosis was 2.7 mm, the distal diameter was 2.7 mm, the diameter of the distal blood vessel is normal, and the stenosis rate was about (B)(4). Selective vertebral angiography showed that bilateral vertebral arteries, basilar arteries and bilateral posterior cerebral arteries were well visualized, no significant stenosis was observed, and the left posterior cerebral artery compensated blood supply through the anterior circulation of posterior communicating artery. The patient underwent a vascular stent placement on (B)(6) 2023 and a 4.0mm x 23mm enterprise 2 vascular reconstruction device product code / lot# unknown) was implanted. Immediate postoperative angiography showed residual stenosis rate was about 29.6%. The stent completely covered the lesion, with good forward blood flow and significant improvement of local dissection shadow. On (B)(6) 2023, the patient was discharged from the hospital. Conditions at discharge: the patient complained that weakness of right limbs was slightly recovering than before, expectoration was significantly recovering, without other special discomfort; diet, sleep and defecation were normal. On (B)(6) 2023, the patient did not complain of special discomfort during telephone visit 30 days after operation. On (B)(6) 2023, the cta performed showed no stenosis or abnormal dilatation during cta visit 6 months after operation, and the patient did not complain of special discomfort. On (B)(6) 2024, the patient experienced an acute cerebral infarction. The principal investigator (pi) assessed the event as serious and severe, and as being unrelated to the study device and unrelated to the surgical procedure. The event required hospitalization and was treated with medication. The event was not classified as unanticipated adverse device effects (uade). The event was classified as an ischemic stroke: ¿symptomatic intracranial arterial stenosis within the vascular region.¿ the outcome is recorded as ¿symptom disappeared without sequelae¿ with an end date of 19-feb-2024. On (B)(6) 2024, a clinical event committee (cec) was received regarding the event of ¿acute cerebral infarction.¿ the cec assessed the event as being possibly unrelated to the study device and probably related to the procedure. Other possible causes for the event were reported as, ¿improper balloon size selection, insufficient balloon pre-dilation, and in-stent restenosis or thrombosis.¿ it was further commented, ¿intraoperative imaging showed poor dilatation and excessive residual stenosis.¿ based on the cec adjudication received on 05-jun-2024, the event meets usfda reportability criteria under 21 cfr 803 with a classification of ¿serious injury.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device are not available. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. There was no device performance issue or device malfunction reported during the procedure. Cerebral infarction is a known potential complication associated with the use of the enterprise2 vascular reconstruction device and is listed in the instructions for use (IFU) as such. There were no alleged quality issues regarding the device, as the device performed as intended, and no stenosis or abnormal dilatation was observed in the cta performed at the 6-month visit after surgery. The pi assessed the event as unrelated to the study device and unrelated to the surgical procedure. However, a cec adjudication assessed the event as possibly unrelated to the study device and probably related to the procedure. Other possible causes for the event were reported to be ¿improper balloon size selection, insufficient balloon pre-dilation, and in-stent restenosis or thrombosis.¿ based on the cec adjudication, the correlating relationship between the event to the used device as a contributing factor cannot be ruled out entirely. Additionally, the event required prolonged hospitalization and medicinal treatment. Therefore, this event meets us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.